Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that customer¿s insulin pump alarmed for critical pump error. Customer¿s blood glucose level was 198mg/dl at time of incident. Troubleshoot was not done. Insulin pump was to be returned for analysis and need to be replaced.

Manufacturer narrative:
Device received with critical pump error (open book) due to moisture damage on the electronic assembly. Also device received with moisture damage on the battery tube, motor and vibrator noted.